Event description:
It was reported that the pump did not recognize the syringe plunger and alarmed the syringe was not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found there was no external damage noted. A review of the event history log identified travel course reverse error in the history. Functional testing was performed using multiple flow and occlusion test and the reported issue was unable to be duplicated. After checking alarm history noticed the clutch was released during and infusion causing the check clutch error. The root cause of the problem was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Performed preventative maintenance on pump.